Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause of the jammed trigger, and damaged motor and control unit were determined to be due to wear from normal use and servicing over time and the root cause of the coupling tool being out of specification was determined to be due to device design. This issue has been escalated to CAPA. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device motor was not functioning, damaged, the control unit was not functioning and defective, trigger blocked, hooked, jammed and heavy moving and the mechanics were seized. It was further determined that the device failed pretest for general condition, saw blade coupling, saw head ratchet, trigger test and functional test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.